Event description:
Patient's blood pressure began to drop. Epinephrine drip started 0.02mcg/kg/min, dose increased over several hours to 0.08. Blood pressure continued to be low, so the baby was given pushes of volume expander. Blood sugar tested = 0 (zero). Push of glucose and sample sent to lab quickly (result = 23). They gave another bolus of glucose. Then full septic workup. Eventually at about 3:00 pm rn found an area under the bunting was wet (about a 5" circle). Nurse guessed based on amount this was over several hours. At this point they discovered leaking q-syte, nurse believes it was coming from the junction of where the q-syte threads connect to the PICC line, however (unfortunately) the q-syte was not saved. After q-syte was replaced, patient received a bolus of higher concentrated medications that were in the line that had not been delivered yet. After the meds where delivered, the patient's blood sugar went up to 257 and mean blood pressure went up to 72 (normal for this baby is 26). Meds/fluids were being brought down (adjusted and tested) as quickly as possible until they were in a normal range (by 5:10pm)note: PICC line was never found to be occluded (access not lost, also indicates some volume of meds must have been passing thru).best guess is about 90% leaked into bed, perhaps 10% made it to patient - certainly not enough to keep patient's values "normal").====================== health professional's impression======================leak caused loss of fluid and medication therapy delivery====================== manufacturer response for 0.10 ml q-syte, q-syte======================left message for sales rep informing him of this report.